Event description:
It was reported that the lead wire protruding. The lead wire, which was normally attached inside the foley catheter was sticking out. The three-pronged part. Per follow up information received via ibc on 21mar2025, customer confirmed that patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lead wire protruding. The lead wire, which was normally attached inside the foley catheter was sticking out. The three-pronged part. Per follow up information received via ibc on 21mar2025, customer confirmed that patient involvement.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter. Upon visual inspection it was noted that the temperature sensing wire was coiling within the catheter and protruding outward. Also received 4 photo samples: 1) top view of catheter used for reported event. 2) top view zoomed in of catheter shaft. 3) end of catheter with deflated balloon. 4) inflation cap of catheter used for the reported event. Therefore, the reported event is confirmed and does not meet specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". Based on the results of the investigation no additional actions are required at this time since root cause was not identified. A DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.